Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ruptured within 20 hours of treatment. This occurred during a patient infusion. The device was being used to administer an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality. As a result, no signs of abnormalities were found from the ruptured bladder. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.